Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed due to local discomfort from device. Additional information was requested, but was not available at the time of this report

Manufacturer narrative:
Lead model 435135 serial# (B)(4) implanted: unk explanted: unk; lead model 435135 serial# (B)(4) implanted: na explanted: unk. (B)(4).